Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella pump experienced a purge system failure and air in the purge. Multiple attempts to de-air were unsuccessful and purge fluid was observed exiting from tubing. The purge cassette was exchanged for another to resolve the issue. The patient survived.

Manufacturer narrative:
B5: added related device information. H10: added related device report number.

Event description:
This impella purge cassette device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the priming problem was not determined due to no product returned, no data logs recovered, and insufficient clinical details.